Event description:
It was reported the patient notified the clinic of the pain at implant site and abdomen on 2013-(B)(6). It was noted the patient was reprogrammed three or four times and the issue was not resolved. It was reported the caller did not know when the x-ray was performed and could not find the chart. It was noted the patient requested to have the device removed. It was reported the patient was seen on 2013-(B)(6) to remove the staples and was doing well.

Event description:
It was reported, the patient was having her entire system explanted today due to stimulation in her belly. It was noted, the patient had a car accident in march. Additional information received reported an x-ray confirmed the patient¿s lead tip was too high. The physician offered to revise the lead but the patient did not want a revision. It was unknown if the car accident had anything to do with the issue or device movement. It was unknown how the patient was doing following removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).